Event description:
It was reported that during an emergent interventional procedure due to an st-elevation myocardial infarction and 99% clot to the midcircumflex artery with no tortuosity or calcification, the 3 x 15 mm rx vision coronary stent system was routinely prepped and soaked according to the instructions for use outside of the patient. Through radial access, the device was advanced but the stent was noticed to be missing. There was no resistance on advancement or withdrawal. Fluoroscopy was unable to locate the stent from the radial access to the lesion site. It was felt the stent was most likely within the discarded guide catheter. The procedure was concluded with the placement of a 3 x 18 mm vision stent. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for evaluation. Return of the vision stent delivery system (sds) may have further aided the evaluation. Potential factors that can affect stent dislodgement may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy or from an interaction with accessory devices. In this case, there was no report of any damage observed to the device or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. There was no reported lesion tortuosity or calcification, which may suggest that the patient anatomy did not contribute to the reported difficulty. However, it is possible that an interaction with the rotating hemostatic valve (rhv) and/or the guiding catheter during advancement/retraction of the device caused the stent to become disrupted on the balloon and dislodge as a result, although this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported stent dislodgement cannot be determined. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement/dislocation from this lot. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.